Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 0.3ml of juvéderm® voluma¿ in the nasolabial area. Patient presented, "vascular complication occurred right after the injection." Patient was treated with hylase 3000 units and monitored. The following day, patient received another hylase treatment and [was] still monitored further." Symptom resolution status unknown.